Manufacturer narrative:
Correction: please disregard initial report as this event was reported in error. No revision has been performed or scheduled and there are no allegations against the device.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 99 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.